Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying abbott 29 mm epic valve to be related to a the patients current tricuspid valve stenosis. The (B)(6) year old woman patient has an extensive cardiac history including vsd closure at the age of (B)(6). Following that procedure she underwent a repair of her aorta to right ventricle fistula and it was at that time the epic valve was placed. Nine years later the patient presented to the hospital with right heart failure symptoms including orthopnea, dyspnea and severe weight gain. Further imaging revealed normal right ventricle function and right atrial enlargement, this consistent with severe prosthetic tricuspid valve stenosis. A right heart cath was performed identifying severe restriction of the tricuspid valve leaflets and decreased orifice flow. For treatment of this stenosis diagnosis, the patient underwent a valve in valve procedure. The event was complicated by pre-existing pacemaker, a small nondominant left circumflex coronary artery and a remote right coronary artery. To accommodate, the ring on the bio prosthetic epic valve was intentionally fractured by the surgeon prior to implanting the new 29 mm, s3 edwards sapien valve. This to "facilitate optimal hemodynamics with implantation of the 29 mm edwards valve. Full details are listed in the attached article, titled "intentional bioprosthetic tricuspid valve fracture to facilitate transcatheter valve-in-valve deployment.